Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for evaluation. Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three for the same event. Reports one and two are reported on MFR #0001032347-2017-00759 and 0001032347-2017-00760.

Event description:
It was reported that following an open heart surgery, a revision was performed due to the sternal complication of plates pulling through the bone towards the xyphoid.